Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The power supply card and the connector ribbon cable to the cpu card were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit shut off during a case. The unit restarted and the case was continued. There was no report of patient injury.